Event description:
It was reported that during the preparation prior to procedure, the physician opened a tria stent and he observed the device was kinked. The procedure was rescheduled and there were no patient complications reported.

Manufacturer narrative:
Imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure.

Event description:
It was reported that during the preparation prior to procedure, the physician opened a tria stent and he observed the device was kinked. The procedure was rescheduled and there were no patient complications reported.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable investigation results of aborted/cancelled procedure. Block h11: the tria ureteral stent was returned with opened box and positioner for analysis. During the inspection, it was found the stent bladder coil kinked into two sections., which confirms the reported event of stent kinked. Since the investigation findings did not lead to a clear conclusion about the cause of the failures, all compiled information on this investigation determines that this complaint is assigned an investigation conclusion code of "cause not established".

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable investigation results of aborted/cancelled procedure. Block h11: the tria ureteral stent was not returned for analysis. However, the customer provided a photo of the device. It showed part of a tria ureteral stent that had the bladder coil kinked in two sections which confirms the reported event of stent kinked. The most probable cause of the reported issue cannot be established due to lack of evidence. Additionally, without a proper evaluation of the device, it remains unknown the most probable causes that could have contributed to the event. A conclusion code of cause not established since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
It was reported that during the preparation prior to procedure, the physician opened a tria stent and he observed the device was kinked. The procedure was rescheduled and there were no patient complications reported.